Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedances; however, the health care professional (hcp) stated that the latest rv pacing impedance value was low within range. Technical services (ts) was consulted and recommended further investigation. Additional information was provided indicating that the right ventricular (rv) lead pacing impedance had gradually decreased over the last three months. This device remains in-service at this time. No patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).